Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the heater line of a homechoice automated pd set with cassette and the heater bag. This occurred during fill 1 of peritoneal dialysis therapy. The patient was connected for therapy at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.